Manufacturer narrative:
Other relevant device(s) are: product ID: 310c27, serial/lot #: (B)(4), ubd: 13-nov-2023, UDI#: (B)(4), PMA/510(k): p990064, implant date: (B)(6) 2019. Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant structural heart products). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post implant of this mitral bioprosthetic valve and tricuspid annuloplasty band, a permanent pacemaker was implanted due to atrio-ventricular (av) block. No additional adverse patient effects were reported.